Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The device also was received with cracked case at the display window corners and display window. The unit had minor scratched lcd window and broken reservoir tube lip.

Event description:
The customer's mother reported that the insulin pump alarmed button error and has v-shaped crack around the reservoir. Customer's blood glucose at that time was 101 mg/dl. Advised customer the insulin pump would be replaced. Nothing further was reported.